Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected pump error alarms, replace battery now or battery failed alarms noted.

Event description:
Information received by medtronic indicated that the insulin pump had a post-reset ram crc alarm (pump error 23). The customer reported that they were able to clear the alarm but were unable to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.